Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline stent encountered a deployment failure in the distal region. The patient was undergoing surgery for treatment of an unruptured, spindle-shaped aneurysm in the left vertebral artery (va) with a max diameter of 5mm and a 3mm neck diameter. Blood vessel diameter in the landing zone: distal side: 2.3mm and proximal side: 3mm. Degree of the vessel tortuosity was weak. Dapt (dual antiplatelet treatment) was administered and the pru level was appropriate. Postoperative findings related to blood flow contrast showed no issues. It was reported that the pipeline was inserted into the microcatheter, and when the deployment started, the distal deployment was poor, prompting two re-sheathings and another deployment attempt. Although there was no change in the deployment of the tip, the deployment beyond the tip was satisfactory, so placement was initiated. When more than half was deployed and the tip still did not deploy/open, a decision was made to perform 3d imaging, which showed the tip appearing frayed, leading to a retrieval/removal from the patient's body. The pipeline was resheathed and retrieved with the microcatheter. Subsequently, it was replaced with a 3.25-18, and placement was completed without any issues. The stent had been resheathed for a minimum of 3 times and was not positioned in a bend. No operation using another device to deploy the stent was performed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the healthcare provider and manufacturing representative were aware that the wires have been frayed due to some influence.